Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when non-union started. UDI is unavailable. This report is for unknown number of screw(s) unknown lot number. Device is not expected to be returned for manufacturer review/investigation. This patient had a nonunion and required additional surgical intervention to remove the existing hardware and replace with an lcp construct. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; therefore, no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision open reduction internal fixation (orif) of the femur on (B)(6) 2016 due to a nonunion. The plate along with multiple screws were removed. Revision procedure and reaming, irrigation, aspirator (ria) bone graft was successful. Initially, the patient was implanted with 4.5mm 14-hole locking compression plate (lcp) on an unknown date. No devices will be returned. No additional information is available. This complaint involves an unknown total of devices. This report is 2 of 2 for (B)(4).